Manufacturer narrative:
Information was received via medwatch (B)(4). (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported a screw broke off inside the shell. The screw was left in the patient.

Manufacturer narrative:
The investigation determined the root cause to be that this manufacturing lot had been made on a specific milling machine, which caused tool marks in the threads, leading to fracture during insertion of the screw. As a result, a recall was initiated for the trilogy screws produced on this specific milling machine. Reference recall z-0824-2015 for additional details regarding the corrective actions taken.

Manufacturer narrative:
Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.